Event description:
It is reported that while the surgeon was impacting the stem, the femur cracked. Date of surgery is unknown.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to the patient's femur cracking while impacting the stem. The size of the stem is unknown but, the surgeon believes that this problem is occurring with sizes 15 and above. There were no photos, x-rays, or devices supplied for review. Additionally, there was no patient information offered for this analysis (i.e. Patient's build, bone quality state, weight, and/or age). Based on the provided information, a definitive cause cannot be concluded. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.